Event description:
It was reported that, due to the tibial baseplate subsiding, dr (B)(6) removed the implants and replaced them with items (B)(4).

Manufacturer narrative:
An eval of the revised devices cannot be performed as the devices were retained by the pt and were not returned to the MFR. Method - review of device mfg history record, complaint history database, packaging insert & design history file. The exact root cause of the reported loosening / subsidence could not be determined due to lack of pt info provided. It is a known adverse effect of total knee arthroplasty. The info given is not indicative of a product problem and the device history record confirms that the subject product was manufactured to spec. Complaint history review indicates that there have been no other reported events for the reported lot of trays. Trend file for scorpio series 7000 tibial baseplate loosening was reviewed and indicates that there is no adverse trend at this time. A review of the packaging insert noted the following applicable warnings: loosening of total knee components can occur.